Event description:
Lead explanted due to dislodgement and high atrial threshold. Lead was laser extracted. Should additional information become available, it will be added to this file.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 23 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment including the is-1 connector pin was not returned. An extraction aid was found on the fragment, it is reasonable to assume that the lead was cut during the surgery. A thorough analysis of the lead fragment did not show any deviations which might have led to the reported clinical observations. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.